Event description:
The user facility reported that at the end of carotid artery angioplasty and stent the doctor attempted to close the common femoral artery with the angio-seal. During deployment of the device the anchor did not come out. Therefore, the doctor held manual pressure. The estimated blood loss was less than 250cc. Additional information was received on 11jul2025: the procedure sheath size was 6 french. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Two celt devices were attempted; however, they did not function properly. Therefore, the angio-seal was used. The angio-seal anchor did not deploy. The patient was stable.

Manufacturer narrative:
A4: weight: 79.7 kg. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the carrier tube, arteriotomy locator, hemostasis sheath, and header bag. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The carrier tube is in rear lock position, with the bypass tube detached. The hemostasis sheath and carrier tube are not mated. The anchor, collagen and tamper tube are present on the carrier tube. The complaint can be confirmed for a device pullout. The returned device appeared to have been in used condition and still contained the anchor, collagen and tamper tube. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).